Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep mentioned that for probably 7-8 months now that they have not used the device. Patient rep mentioned that patient had a back surgery (related to the implant) and that they have not used the controller and now that they would like to use it, the controller would not turn on. Patient mentioned that they have done troubleshooting and reset the controller, however, the controller would not work. Agent attempted to troubleshoot and get details however, patient rep refused and mentioned that they will just call back.

Event description:
Patient rep called in repeated events that has already been reported. Caller mentioned that the controller is not working at all. Agent asked the caller to plug the controller into the ac power supply. Caller confirmed that the controller did not powered on. Caller also mentioned that they tried using the aa batteries and still the controller wont powered on. The issue was not resolved. A request was sent to repair for controller replacement.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.